Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the capsuleclose scorpion noted that the distal end of the tube tip was broken / damaged. -functional testing was not performed due to the damage to the device. Per dfu-0255-eo - e. Inspection and maintenance - 2. Pre- use inspection criteria - ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fracture. J. Cautions - 2. To avoid damaging the instruments, do not impact or subject any instruments to blunt force. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 7. Do not overstress the device or use device to pry tissue. The most likely cause of the reported failure can be attributed to wear and tear damage incurred over repeatedly unsecure grasping, excessive force during prying/leveraging the tip of capsule close scorpion, and extended use in the field. Manufacturing date 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-16992 capsuleclose scorpion part that catches the needle was bent back and the device is not usable. This was discovered during the case. Another device was used to complete the case with no patient harm.